Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: asked and the customer indicated that patient information was not provided due to personal data privacy legislation/policy. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, the customer declined to provide it. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted in a secondary procedure. The patient experienced ongoing shadows. The ongoing shadows were reported during a post operative exam. Additional measurements with mrx (manifest refraction) and itrace (itrace is an ophthalmic diagnostic tool) both showed a benefit from +0.50 iol power due to the capsular tension. The iol was replaced with another johnson and johnson iol model zlb00 20.5 diopter. Reportedly, the directions for use were followed and the patient has fully recovered. No further information was provided.

Manufacturer narrative:
Corrected data: the initial report should have included the following information. This current report provides the correction below. Section h6- health effect - clinical code: 1845 used to report capsular tension. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.